Event description:
Additional information: an sus voluntary report mw5068353 was received stating: patient admitted from clinic on (B)(6) 2017 with concern for pump thrombus due to elevated ldh (917) and for intermittent lvad speed drops. Lvad data download and sent to abbott for evaluation. Abdominal xrays performed per abbott¿s request and then sent in for evaluation. There was concern for fractures in the lvad driveline in 2 areas externally. Abbott offered to send engineers to repair the driveline if the lvad pump did not need to be exchanged. The patient was kept on batteries until the pump was exchanged on (B)(6) 2017 as there were no ungrounded cables available. The patient was placed on bivalirudin upon admit on (B)(6) 2017. Bnp 506. A us was negative for rbc breakdown. On (B)(6) 2017 a cardiac morphology CT was performed, no evidence of a thrombus was found in either the inflow or outflow cannulas. A ramp echo was performed on (B)(6) 2017. Lvad speed was increased from 8800-11400rpm. The aov closed at 9800 rpm, however the lv did not decompress until 11400 rpm which lead to cern for a subocclusive thrombus. A rhc was performed on (B)(6) 2017, pa 34/18, ra 10, pwp 22, fick co 6.96 and fick ci3.37. Ldh checked daily with results 700-800 range. Due to the concern for a subocclusive thrombus the patient was taken to the operating room for a lvad pump exchange on (B)(6). During the operating room case the surgeon was able to visualize a thrombus in the pump. The surgery went well and the patient was discharged to home on (B)(6) 2017. Bnp down to 269 and ldh down to 369 on the day of discharge.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 3.5 inches from the pump housing. The severed distal end portion measuring approximately 35.5 inches in length was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the pump blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. In addition, examination of proximal side of the outlet stator revealed a non-laminated deposition loosely situated between the outlet bearing ball and one of the blades. The lack of lamination and structure indicated that the deposition did not originate there. Although a root cause for the development of the depositions could not be conclusively determined through this evaluation, these depositions could have contributed to the patient's elevated ldh. Examination of the percutaneous lead found breakdown to the braided shield and wire damage that appeared to be the result of repetitive flexing(medwatch MFR report # 2916596-2018-00317 covers the additional investigation finding of percutaneous lead wire damage). A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system produced three low speed advisory alarms on (B)(6) 2017 with speeds as low as 2600 rpm. The patient¿s lactate dehydrogenase was 599 u/l on (B)(6) 2016 and 917 u/l on (B)(6) 2017. It was reported that the patient¿s inr was subtherapeutic on (B)(6) 2017. The patient refused admission and was given lovenox until the inr became on (B)(6) 2017. Two ungrounded power module patient cable were sent to the patient, although driveline compromise was not confirmed. It was reported that a pump exchange occurred on (B)(6) 2017, and that the surgeon was able to visualize a thrombus in the pump during the exchange. It was reported that the surgery was without incidence and the patient was discharged on (B)(6) 2017. No additional information was provided.